Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw that goes from the crown to the implant head has fractured. An attempt was made to remove the screw but it was seized. The implant fos413 in dental site 30 was removed with trephine.

Manufacturer narrative:
One screw was returned for investigation. Visual evaluation of the reported product identified a fractured screw piece stuck inside the implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D10: device availability. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.